Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after loading the cartridge onto the pump. The customer taped over the septum of the cartridge as the customer had believed this was the area that was leaking. Additionally, it was reported that the customer experienced elevated blood glucose (bg) levels; no bg values were provided. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.